Event description:
It was reported that during an infusion set change on a teflon infusion site, the ilet user inadvertently pulled the infusion site off from the needle section while on a support call, consistent with an infusion set deployed incorrectly. There were no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and no alerts or alarms. Investigation included troubleshooting and education with the user. Investigation of this case revealed user handling error related to infusion set deployment or connection, with no device alarm activity and no additional device component issues observed. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set change.